Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report #. This report is being submitted as additional information. Approximate age of device ¿ 11 months. Device analysis: the explanted pump was returned to the manufacturer for analysis and the evaluation did not reveal any device-related issues. The pump was returned assembled with the driveline severed approximately 14 inches from the pump housing and the distal end was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was sutured in place around the outflow graft nut. Examination of the inlet elbow upon disassembly of the device a revealed deposition of fixed, post-explant blood. The denatured consistency of these depositions suggests that the explanted pump may have been treated with a fixative agent (e.g. Formalin, formaldehyde, paraformaldehyde) before being returned for evaluation. Further evaluation of the device revealed similar depositions of post-explanted, fixed blood throughout the pump. Although a root cause for the presence of the observed depositions could not conclusively be determined through this evaluation, the observed depositions lacked laminated layering and were loosely seated, consistent with the interruption in flow associated with the termination of support. Upon removal of the depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient presented with nausea and vomiting with no visible infection, and that on (B)(6) 2016, the patient developed a visible and severe infection at the driveline exit site. It was reported that trauma to the driveline exit site was suspected. The patient¿s white blood cell count was elevated. The source was (B)(6). It was reported that the driveline infection tracked to the lvad pump pocket. Drainage was coming out of the bend relief of the driveline, and the pump pocket and sternum were reportedly infected. A surgical procedure was performed to explant the lvad, and implant an extracorporeal mechanical circulatory support device for left heart support. It was reported that the patient then suffered right heart failure and required mechanical circulatory support for the right heart. The patient¿s condition continued to worsen despite maximum support. The patient expired the evening of (B)(6) 2016.